Event description:
It was reported that signal loss over one hour occurred. The patient experienced a signal loss over one hour where the dexcom was not giving her cgm (continuous glucose monitoring) values on (B)(6) 2024. The time the signal loss started was not disclosed. At 2:45 pm the patient did a bg (blood glucose) finger stick which was 402 mg/dl, and at 3:00 pm it increased to 447 mg/dl. She felt abdominal pain and ¿extreme vomiting,¿ and left work and went to the ER (emergency room) where she was diagnosed with dehydration, low blood pressure, and hypovolemic shock. Her bg level was 511 mg/dl and the cgm briefly showed ¿high¿ then returned to displaying signal loss. She was admitted to the hospital for treatment of hyperglycemia, dehydration, and to stabilize her blood pressure. Treatment included more than 7 liters of IV fluids over 5 hours to correct the dehydration and after her bg level and condition stabilized, she was discharged two days later in stable condition on (B)(6) 2024 at 3:30 pm. At the time of the report on 02/08/2024 she felt fine. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.